Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up one-month post implant procedure, it was noted that the right ventricular lead exhibited a high capture threshold, no intervention was performed. The patient then presented for 3-month follow-up and it was noted that the capture thresholds had further increased, perforation was suspected. During lead revision, it was confirmed that the lead was slightly dislocated and there was no cardiac perforation. While attempting to reposition the lead, the physician found it difficult to fix; thus, the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: analysis found that a complete lead was returned in one piece measuring 58.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.